Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device is available for return to the manufacturer for evaluation. The serial number was not provided. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the probe was unable to stop sampling allegedly when selection released from the foot pedal. Reportedly, other selections were unable to be selected on the screen and the system was unplugged when the aperture was closed to remove the probe. It was further reported that another probe was placed in the patient for marker placement and the probe began to sample without selection by the health care provider. Reportedly, the probe obtained ten samples and hit an artery before it was able to be removed while in motion from the patient. The patient experienced pain, bleeding, bruising, and was admitted to the hospital for observation.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual inspection: upon receipt, no visual defects or anomalies were noted. Functional/performance evaluation: the driver was serviced and evaluated. The driver was able to successfully pass an electrical and power test. In-house probes were used to perform a calibration test, and the driver was able to calibrate 7, 10, and 12 gauge probes without issue. A sample test was performed and no issues were noted. Motor power and motor voltage tests was performed and no issues were noted. The driver also passed all circuit board, cycling, and software tests. No servicing was required, and the driver is pending shipment to customer. Medical records review:medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned to crawley for evaluation. The driver was able to successfully pass all functional and electrical test/requirements, and the reported issue could not be replicated. The investigation is unconfirmed for the reported continuous sampling . The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: current instructions for use: warnings: care must be taken when positioning the device trocar tip near the chest wall or skin margin. Complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: for handheld use: to initiate the sampling sequence, utilize either the "sample" button on the encor® breast biopsy driver or "sample" switch on the encor® breast biopsy foot pedal as appropriate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the probe was unable to stop sampling allegedly when selection released from the foot pedal. Reportedly, other selections were unable to be selected on the screen and the system was unplugged when the aperture was closed to remove the probe. It was further reported that another probe was placed in the patient for marker placement and the probe began to sample without selection by the health care provider. Reportedly, the probe obtained ten samples before it was able to be removed from the patient. The patient experienced pain and bleeding. It was further reported that the patient was sent to surgery to stop the bleeding and was admitted to the hospital for observation. The patient was discharged the following day and there has been no further treatment reported since the patient was discharged.